Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd plastipak¿ hypodermic syringe luer lok¿ when drawing saline (before use) into the syringe the syringe was not airtight. Air was entering from the plunger end. Upon examination of the stopper it was found that some of the plastic end of the plunger was missing/broken. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one used sample and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, the plunger rod was observed broken under the stopper and the broken component was missing. A device history record review for lot number 1803012 revealed one quality notification during the manufacturing process. Due to a misalignment in the transport tubes, damage was occurring to transported product. When the misalignment was detected, defective product was rejected to scrap by the quality control team and the misalignment was repaired by the mechanical team. It has been determined that the reported issue was a result of this misalignment and defective product that was not rejected. Manufacturing personnel have been notified of this incident. Investigation conclusion: DHR of lot 1803012 has been reviewed finding a quality notification regarding plunger rod broken. (B)(4) was open and (B)(4) units were rejected to scrap by quality control team due to this defect. Investigation of this qn determined as root cause for this defect a misalignment between transport tubes connection and blowers for pieces transport. These two factors were reviewed and adjusted by mechanical team.

Event description:
It was reported that before the use of the bd plastipak¿ hypodermic syringe luer lok¿ when drawing saline (before use) into the syringe the syringe was not airtight. Air was entering from the plunger end. Upon examination of the stopper it was found that some of the plastic end of the plunger was missing/broken. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that before the use of the bd plastipak hypodermic syringe luer lok when drawing saline (before use) into the syringe the syringe was not airtight. Air was entering from the plunger end. Upon examination of the stopper it was found that some of the plastic end of the plunger was missing/broken. There was no report of exposure, serious injury or medical intervention.